Manufacturer narrative:
(B)(4). One lf1637 was received for evaluation. The reported condition that the jaws were difficult to open was confirmed. A staple was wedged in the jaws, which can prevent the knife from retracting. The jaws will not open while the blade is engaged. The IFU warns to avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 10/11/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws did not open fully and they had to be pried open during an lavh procedure. A new device was used to continue the procedure without issue and there was no injury